Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. UDI# - (01) 00889024244962.

Event description:
No additional information received.

Manufacturer narrative:
Visual inspection of the returned tasp confirms it is fractured on medial side of post and shows signs of repeated use. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trialing of a total knee prosthesis, the tibial articular surface provisional fractured. There was no reported patient injury.